Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that halfway through the enucleation phase on a holmium laser enucleation of the prostate (holep) procedure, using the laser at 1.6 joules/ 50 hertz, the fiber broke just outside from where the fiber enters the scope. It was noted that the break was located approximately 30 cm from the distal tip and a high-pitched sound was heard when the fiber broke. Upon break, the outer sheath was thinly attached at the fracture point. There was no significant deflection required to reach the treatment site. There were no patient complications; however, after the procedure was completed, the physician noted blisters in his right thumb. The doctor did not get any proper medical treatment, just applied some ointment and creams to help the healing.

Manufacturer narrative:
Manufacturer email: (B)(6).

Event description:
It was reported that halfway through the enucleation phase on a holmium laser enucleation of the prostate (holep) procedure, using the laser at 1.6 joules/ 50 hertz, the fiber broke just outside from where the fiber enters the scope. It was noted that the break was located approximately 30 cm from the distal tip and a high-pitched sound was heard when the fiber broke. Upon break, the outer sheath was thinly attached at the fracture point. There was no significant deflection required to reach the treatment site. There were no patient complications; however, after the procedure was completed, the physician noted blisters in his right thumb.